Event description:
Pt rec'd a sulzer medica-sulzer orthopedics, inc.- inter-op acetabular shell implant in 2000. On the event date the implanted device was explanted. Pt's pre-operative and post-operative diagnoses were "failed acetabular component right hip". The procedure was "revision acetabular component right total hip replacement." The operative report states "the acetabular component had completely eroded and rotated".